Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The caller stated that the act and esc buttons did not garner any response with button presses. The caller did not observe any significant events leading to the keypad issues. The customer's blood glucose was 590 mg/dl, which was treated with manual injection. The caller advised that the customer was doing better thereafter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis. The customer's mother also mentioned that previously, the infusion set somehow got a hole, and the customer was hospitalized after he began vomiting. She stated that she did not know how the incident occurred or have any further information regarding the hospitalization. She advised that she would call back when she had all the information about the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage was found inside the device. The device had minor scratches on the display window, cracked case at the display window corner, and cracked reservoir tube lip.